Event description:
It was reported that during an in-service for a battery recall performed by a getinge service representative, it was noted that the cardiosave intra-aortic balloon pump (iabp) was not charging the battery or receiving power to the cart. The ICU staff reported this to bjc clinical assets management via telephone. The ICU staff pulled the iabp out of clinical service for the biomed team to evaluate. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10. The customer responded to a getinge employee¿s request about the unit¿s evaluation into the reported issue. The customer they replaced the ac power reel cord type b plug. The customer charged both batteries and verified they were fully charged with the ac indicator on the unit. The customer passed all calibrations, functional and safety tests. The customer cleared for unit for clinical service.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The getinge service representative that encountered the issue reported that this hospital does not use getinge to service their iabps, that they perform their own repairs and preventive maintenances (pm) on their own equipment. It was also reported that this iabp unit has a modified ac power cord attached to the iabp that is not a getinge OEM product. Good faith efforts (gfe) attempts were made to the customer requesting relevant data and no response has been received. If information is received a supplemental report will be sent. (B)(6).

Event description:
It was reported that during an in-service for a battery recall performed by a getinge service representative, it was noted that the cardiosave intra-aortic balloon pump (iabp) was not charging the battery or receiving power to the cart. The ICU staff reported this to bjc clinical assets management via telephone. The ICU staff pulled the iabp out of clinical service for the biomed team to evaluate. There was no patient involvement, and no adverse event reported.